Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: a review of the pump black box data revealed one loss of prime warning and multiple cs 064 call service warnings. During testing, the piston did not move during the rewind; a call service cs 064 alarm occurred during the load cartridge step. Further testing was unable to be performed due to the recurring call service alarm. The pump was opened and no damage was found to the force sensor circuit. The pump motor components were found to be damaged; the lead screw did not spin and the gears had seized within the motor housing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).